Manufacturer narrative:
Concomitant products logic femoral ps cem left sz 3 (cat# 02-010-01-0230 / serial# (B)(4), logic pts, size 3, 8mm (cat# 02-012-42-3008 / serial# 1918766, (B)(4), lgc tibial fit tray cem sz 3f / 3t (cat# 02-012-45-3030 / serial# (B)(4), three peg patella 35mm (cat# 200-02-35 / serial# (B)(4), gps knee implant kit (cat# a10007 / serial# (B)(4). As reported by legal brief, on (B)(6) 2013, patient underwent a left total knee arthroplasty (tka). Eventually, patient began to suffer from increasing pain, swelling, and instability in her left knee, which subsequently became infected. On (B)(6) 2017, patient underwent revision of her left optetrak device. Upon explanation of the optetrak device, patient¿s surgeon observed that there were signs of metal-wear debris, as well as evidence of micromotion between the metal augment and the tibial tray. The operative surgeon stated his belief that ¿this was the cause¿ of the infection that necessitated revision. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it may have been related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Device wear may be related to malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear; however, this is inconclusive.

Event description:
As reported by legal brief, on (B)(6) 2013, patient underwent a left total knee arthroplasty (tka). Eventually, patient began to suffer from increasing pain, swelling, and instability in her left knee, which subsequently became infected. On july 5, 2017, patient underwent revision of her left optetrak device. Upon explanation of the optetrak device, patient¿s surgeon observed that there were signs of metal-wear debris, as well as evidence of micromotion between the metal augment and the tibial tray. The operative surgeon stated his belief that ¿this was the cause¿ of the infection that necessitated revision. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of infection and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.